Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration (movement) of essure/essure migrated'), genital haemorrhage ('general abnormal bleeding/bleeding') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), abdominal pain lower ("severe cramping,side cramps"), psychological trauma ("psych injury related to essure"), pelvic pain ("experienced pain,side pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain") and coital bleeding ("I bleed after intercourse.") And was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, back pain, gastrointestinal disorder, alopecia, tooth disorder, migraine, abdominal pain lower, psychological trauma, pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, dyspareunia, abdominal pain upper and coital bleeding outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, bladder disorder, coital bleeding, device dislocation, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, psych injury,gi conditions, hair loss, dental problems, migraine the physician recommended surgical removal. Discrepancy: date of insertion previously reported as (B)(6)2010 now it is reported (B)(6)2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received : following events were added :apareunia (inability to have sexual intercourse), bladder problems or changes, headaches, bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), stomach pain, I bleed after intercourse. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration (movement) of essure/essure migrated'), genital haemorrhage ('general abnormal bleeding/bleeding') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), abdominal pain lower ("severe cramping"), psychological trauma ("psych injury related to essure") and pelvic pain ("experienced pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, back pain, gastrointestinal disorder, alopecia, tooth disorder, migraine, abdominal pain lower, psychological trauma and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, gastrointestinal disorder, genital haemorrhage, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma and tooth disorder to be related to essure. The reporter commented: patient received treatment for pain, psych injury, gi conditions, hair loss, dental problems, migraine the physician recommended surgical removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received: previously reported event "injury" was updated to event "migration (movement) of essure/essure migrated", events-" general abnormal bleeding/bleeding, pregnancy, back pain, gi conditions, hair loss, dental problems, migraine, severe cramping, psych injury related to essure, pain,device ineffective,patient did not underwent essure confirmation test", and reporter information patient details were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.